Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An intuitrak abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The system was re-lined on (B)(6) 2018, successfully sealing a type 3b endoleak. Patient had torturous anatomy. As of the date of this report there have been no additional patient sequelae reported. No additional event or patient information is available.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).